Manufacturer narrative:
H.6. Investigation: one sample (model #30914) was returned by the customer. It was reported that they are unable to flush the tubing. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10ml bd syringe and attempted to be primed. Fluid was flushed through the line, but was unable to pass through the last 1 to 2 inches of the tubing. There seemed to be an occlusion towards the end of the tubing. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. The root cause was identified as excessive solvent in the joint male luer tubing. A device history record review could not be performed on model 30914 because a lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that the bd alaris extension set experienced flow issues, and was clogged. The following information was provided by the initial reporter: defective microbore tubing. Unable to flush upon line change. Replaced prior to connecting to patient.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris extension set experienced flow issues, and was clogged. The following information was provided by the initial reporter: defective microbore tubing. Unable to flush upon line change. Replaced prior to connecting to patient.